Manufacturer narrative:
Title: new next-generation microwave thermosphere ablation for small hepatocellular carcinoma source: clinical and molecular hepatology .if information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the safety and efficacy of microwave thermosphere ablation (mta) versus radiofrequency ablation (rfa) in the treatment of small hepatocellular carcinoma between january 2016 and march 2020. It is noted that the cooltip rf system with a 17-gauge, cooled-tip electrode and a 2-or 3-cm non-insulated tip was used for rfa. There were 174 patients included in the study and complications included: intra-abdominal or pleural hemorrhage in 8 patients, 1 had liver abscess, bile duct injury was seen in 15 patients and 1 had seeding. Interventions for the complications are unknown.